Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could result in a misinterpretation of results. The display had missing segments in the results field that impedes the customer's ability to read the display/results field. There was no allegation of any actual misinterpretation of results.